Manufacturer narrative:
Investigation results: to date 3/2007, this product has not been received for evaluation. A follow-up report will be filed upon receipt and investigation of the product.

Event description:
It was reported that during surgery, the suture hook broke off in the surgical site and was retrieved. There was a minimal 10 minute delay to retrieve the hook and no report of injury to the patient.